Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a revision procedure, both leads were confirmed fractured. The right atrial and ventricular (ra, rv) leads were surgically abandoned. A new rv lead was successfully implanted and reconnected to the chronic device. The atrial port of this new device was plugged with the fractured chronic lead, which was turned off. No adverse patient effects were reported.